Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted on (B)(6) 2012 and 310f27 tissue valve implanted on (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also noted that the patient was in permanent atrial fibrillation. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.